Event description:
It was reported during the tka procedure, that the tibial block's lateral paddle was not contacting bone by a half-inch. Therefore, when the surgeon went to pin the block, the block cracked. It is unknown if there was a delay and how was the surgery finished. No patient injury or other complications were reported at the moment.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the visionaire tibial cutting block cracked when the surgeon tried to pin the block, due to lateral paddle not contacting bone by a half-inch. The requested surgical records have not been provided. It remains unknown whether the surgeon converted to standard instrumentation, whether there were any unanticipated additional bone cuts or surgical delay. The patient's current status is unknown. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, user/procedural variance or segmentation error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d3, d4 and h4/h5.